Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively to a cryo ablation procedure, the patient experienced ventricular tachycardia (vt) and ventricular fibrillation (vf). Defibrillation was performed and the patient reverted to sinus rhythm. The case was completed with radiofrequency (rf). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed multiple injections were performed with the catheter, 2af284 with lot number 61719 for the date of the event and showed inflations were not sustained at many injections. The balloon catheter was not returned for investigation. The reported clinical issue could not be confirmed through data analysis. If information is provided in the future, a supplemental report will be issued.